Event description:
On 10/14/93 at approximately 1:30 pm nurse called and said that temp probe on baby on an infant warmer in newborn nursery had exploded and burned the baby. Biomedical supervisor and biomedical tech along with an electronic student went to nursery immediately. Temp probe electrical cord was caught in fuse holder at the back of the power module for the infant warmer, serial #gz06827, state tag #390-10-14791. The nurse then removed the probe. The infant had previously been removed from the warmer and was being care for by other nurses. Upon examining the probe the insulation was melted away where it had been caught in the fuse holder. Therrefore a portion of the current was obviously directed through the small diameter wiring of the temp probe. This small wire carrying such a large amount of current allows for a great amount of heat to develop. A 3 mm blistered area noted on left side of baby. No permanent marks.